Event description:
It was reported that during the implant procedure there was positioning and fixation dificulties. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: patient demographics - death status and patient outcome. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.